Manufacturer narrative:
The reported events of insulation damage and loss of capture were not confirmed. As received, a complete lead was returned in one piece. Visual inspection and analysis of the lead found damages consistent with procedure damage. Electrical conductor discontinuities were found due to procedural damage. The lead had internal shorting due to procedure damage to the insulation.

Event description:
It was reported during in clinic follow up that the atrial lead exhibited a loss of capture. During lead revision, it was discovered that the lead had visible insulation damage. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.